Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an elective revision procedure, a new lead was attempted to be implanted at the coronary sinus. However, while the physician was slitting the sheath, the lead dislodged. The lead was removed and the patient was in stable condition with no patient issues.